Event description:
The customer reported a 24 hour charge required error message. This resulted a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cpu battery was evaluated and replaced, and the gib board software was reloaded. The system was tested and found to be working as intended, and returned to service.